Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: 20083455. Came apart at the connection between the safety clamp and roller clamp¿ out of the package. No patient harm.

Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2420-0007 lot 20083455, was received by the customer for investigation. Upon visual inspection, it could be observed that the set was separated between the roller clamp and lower fitment. The set appeared to be misassembled with two tubing adapter components (p/n 601529) attached to each tubing segment as opposed to one tubing adapter connecting the two halves of the set. No other defects were observed. The customer's complaint that tubing came apart at the connection between the safety clamp and roller clamp was verified. A device history record review for model 2420-0007 lot number 20083455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this defect was a result of a bad assembly method and lack of attention due to operator negligence. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component with lot #20083455 regarding item #2420-0007.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: 20083455. Came apart at the connection between the safety clamp and roller clamp¿ out of the package. No patient harm.